Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: first unknown mentor gel prosthesis. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through a MRI. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the second of the two prostheses. See manufacturer report number 1645337-2018-05229 for the first prosthesis.